Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle reamers that are quite long in the tooth now often have this brown staining when dispatched from loan sets. Some of my hospitals get very nervous about it. It is near impossible to remove.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.